Event description:
It was reported the patient's ((B)(6)) ipg was explanted and replaced due to a low grade fever and possible infection. Prior to the procedure, the patient reported experiencing a burning sensation at the ipg pocket. In addition, the patient felt the ipg was eroding the skin. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.